Event description:
It was reported that the patient presented to the clinic in atrial fibrillation. There was no report of that episode. The histogram reflects atrial high rate activity but the cardiac compass does not. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.